Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator is only covering a small portion of where the patient¿s pain is, and the patient thought the stimulator was junk. The patient said he thinks they put the device in the wrong spot. The patient said his pain is across his back through his spine, to his hip on the left side, and down the knee to the left side. The patient said the stimulator only covers 6 inches from the knee up as far as pain goes and that¿s all. The patient has met with a manufacturer representative (rep) a few times and they along with the healthcare professional (hcp) said this was the best they could do. The patient confirmed they have tried reprogramming. The patient tried increasing stimulation, but he feels it in both legs, but the leg that bothers him doesn¿t change. It still bothers the patient and he can stand for maybe 2 minutes. The patient said the device never helped with the pain. The caller was directed to their healthcare provider (hcp) to discuss next steps. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 018: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reiterated that the patient's stimulation had changed and that an x-ray showed that the leads had migrated. The ins was turned off while a decision was being made on how to address the issue. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. The event is no longer reportable for serious injury as the hospitalization was unrelated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer. It was reported that the cause of the lead migration was not determined. The provider is working with the patient to resolve the issue. The hospitalization was said to be unrelated to the device/therapy. The consumer mentioned a probe in the patient¿s back that came loose. The consumer went on to say how angry they were with their entire experience and mentioned again about the probe not being connected in the patient¿s back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient. The caller reported that the patient went to the hospital the night prior to the report on (B)(6) 2018. They indicated that it could be related to the device or therapy. The caller stated that the patient was confused and disoriented. They mentioned that they met with a manufacturing representative (rep) to reprogram the patient, but their pain was not relieved. An x-ray was taken, which confirmed that one of the ¿probes¿ came loose. The caller stated that they needed to bring the controller to the hospital. No further complications were reported or anticipated.